Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to the patient's complaint about glare and unplanned myopia. The patient also had a yag; however, the date and reason for the yag were not provided. This report refers to the patient's left eye. Additional information has been requested but has not been received.